Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (displays an error code when charging a battery) has been confirmed. As received, the battery charger/modem was unable to charge battery pack. Upon evaluation, the q1 current-controlling transistor on the bedside board was thermally damaged and there was liquid contamination on the battery board. The cause of the failure is the thermally damaged component and the contaminated battery board. The root cause for the contamination was ingress of an unknown liquid. The root cause for the thermally damaged component cannot be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A zoll distributor returned battery charger/modem sn (B)(4) to report that it displays an error code when charging a battery pack.